Manufacturer narrative:
The charger was returned. The charger was not supplied by pride.

Event description:
Alleges after plugging the charger into the wall outlet, the charger caught on fire.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should the device or further information become available, a follow-up report will then be submitted.

Event description:
Alleges after plugging the charger into the wall outlet, the charger caught on fire.